Event description:
It was reported that the insulin pump was turning off without alerting a low battery. The customer stated that the batteries were lasting only about a day. The customer woke up and their blood glucose was up to 17 mmol/l, which was treated with manual injection. The customer is pregnant. The battery indicator on the insulin pump was showing a full battery. The customer had changed the battery approximately three hours prior to the phone call. In the alarm history there were multiple off no power alerts present and one low battery alert. The customer uses the sensor. The customer inspected the battery cap and saw a crack. There were also cracks on the corners of the lcd display. There was slight moisture on the right corner, at the crack. The customer was advised that the insulin pump needed to be replaced and the customer should continue using the backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.